Event description:
20 information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was impl anted with an implantable neurostimulator (ins). Rep and medical physician were on the line and report the patient's ins is not working, is overdischarged and will not charge to place into MRI mode. Physician states the patient told her that their ins would take a partial charge about 5-6 months ago and then stopped charging. Pt is needing MRI of brain and ctl spine . Caller states the scs is no longer working. At one point caller noted that something (possibly an external device) wasn't recharging but then caller stated that he was told "there is no point in recharging the remote bc the ins hasn't been stimulating for the last 6 months". Hcp said the pt needed MRI of "whole body" but their scs device was broken and did not work any longer; when asked for clarity, caller said the pt told them the scs device had not worked for about 6 months and the pt programmer did not work at all either. Caller confirmed pt had no stimulation and pt tried charging today, but was unsuccessful. Date pt realized pt programmer not working was asked, but unknown. Caller said they had eligibility form completed by hcp and hcp had signed off on pt's full-body eligibility. Tss discussed MRI guidelines with caller. Caller still wanted confirmation device was off. Pt is needing MRI. Caller states the ins is no longer working. Caller states pt said they tried to recharge the scs and it would immediately die. Caller noted pt has been out of the country and saw a provider outside the us who told them it was a battery issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.